Event description:
The following info was reported to kci by the kci (B)(6) rep: according to the case report provided, on (B)(6) 2010, v.a.c. Therapy was placed on the pt, postoperative day 4 metatarsal amputation due to diabetic gangrene. On (B)(6) 2010, laboratory values compared to prior values from an unk date, showed an increase in white blood cell and c-reactive protein levels as well as a decreased platelet count, and v.a.c. Therapy was continued. On (B)(6) 2010, the pt presented with liver function abnormalities, respiratory deterioration and a worsening wound infection. The pt was diagnosed with disseminated intravascular coagulation and v.a.c. Therapy was discontinued. On (B)(6) 2010, the pt was transferred to the intensive care unit. On (B)(6) 2010, the pt's condition improved and was transferred to the general floor. The wound healing progressed with no further issues.

Manufacturer narrative:
Based on the info provided, it cannot be determined if the alleged wound deterioration is related to v.a.c. Therapy. There was no alleged product malfunction. Since the unit's serial number was not provided, kci cannot conduct a device eval of the unit.